Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that insulin was squirting out during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer did not receive a second series of beeps nor did the numbers appear on the screen. Customer's blood glucose level was 250 mg/dl. She treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump primed properly during our testing. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.